Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/20/2017, that on (B)(6) 2017, the receiver displayed err hwbat. No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The receiver failed to charge and reboot. The receiver log download could not be performed because of the "call tech support" error. The reported event of an error icon display was confirmed. The root cause could not be determined.